Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (fail to retracted) or to determine if it could have contributed to the reported hyperglycemia, or to determine its root cause. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported that his blood glucose reached 370 mg/dl so he gave a bolus of insulin and then he heard the needle snapping back into the pod.